Event description:
It was reported that super cap event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed back plate tab broken. Customer?s reported issue was not duplicated during power-up process. Main board with a blue cap present without any damage. Multiple battery depleted alarm was in history. The root cause of the reported issues was not determined. Actions taken to mitigate the reported issue: replaced main battery for preventive. Perform preventive maintenance and all functional tests.